Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported difficulty with separating the tissue bridges at the side cut between three and five of the clock resulted in incomplete flap in the left eye of the patient during lasik surgery. All treatments were completed the same day. There was no suction loss or vacuum event. There are multiple related reports. This report addresses the patient (B)(6), left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During two service visits regarding flap lifting issues the field service engineer first exchange the application interface and afterwards the f-theta lens. The exchanged parts were requested but have not yet returned for investigation. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).